Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, patient factors [severe and bulky native valve/leaflet calcification, a narrow and severely calcified sinotubular junction, and an oval shaped annulus] appears to have contributed to the paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of 26mm sapien xt via transfemoral approach, moderate paravalvular leak was noted. The valve appeared lower than intended on angiography and echo. The valve was post-dilated with a 28x4 z-med balloon with no change in the severity of paravalvular leak. A second 26mm sapien xt valve was implanted 1/2 cell higher than first valve. During deployment of second valve, the second valve moved slightly ventricular leaving its placement approximately 1/8 cell higher than the first valve. Angiography and echo revealed trace to mild paravalvular leak and no central aortic insufficiency. The patient was sent to recovery in stable condition. 3mensio report included for review. A narrow and severely calcified sinotubular junction cause the valves to move ventricular during deployment the native annulus measured 22x28 with an area of 505mm2. The native annular calcification was severe, with bulky leaflet calcification. The stj was narrow and severely calcified. Coaxial alignment of the delivery system and valve was good. Image intensifier angle was good. Ventilation was held during valve deployment and there was no loss of pacing capture.